Manufacturer narrative:
(B)(4). The lot was manufactured november 16, 2015 ¿ november 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a halfday infusor leaked in the connection inside of the pump. This occurred before use of the device. There was no patient involvement. No additional information is available.